Event description:
The customer was hospitalized for high blood glucose and dka. Troubleshooting was performed. The customer stated that he is currently on insulin injections and the pump was disconnected by the hosp staff.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Co therefore considers this report complete.